Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer¿s blood glucose was 400, 200, 49 mg/dl. The customer was treated with the insulin pump for high blood glucose and with the grape juice, apple juice for low. The battery compartment and battery cap had cracked and stripped. Troubleshooting was declined for low blood glucose and performed for the high blood glucose and damage. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the drive support cap was flush. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised to discontinue use of the insulin pump and revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device received with loose drive support disk.